Event description:
Patient reported that their one touch basic meter would not turn on. The issue was not resolved with troubleshooting. Medical affairs specialist called the patient in 01/2004 to obtain more information and left a message. Patient has not responded back. Per the initial information provided by the patient, they were taken to the hospital since they were not able to use the meter. There is insufficient info regarding the hospital visit to determine if the meter contributed to any event. Therefore, this case is reported as a meter malfunction.